Event description:
On (B)(6) 2012, the pt reported that the down button on his infusion device is not working. He states that he presses the button and it does not respond. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.